Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test and was unable to prime during prime test, due to protruded/loose drive support disk. Unable to perform occlusion, and excessive no delivery alarm tests due to motor alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.